Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical service in (B)(6) and an investigation was performed. A review of the downloaded error logs confirmed that a system fault 74 was triggered in the device. All investigation attempts to replicated the fault as well as a visual inspection determined the device is operating without fault. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no pt injury reported for this incident. (B)(4).